Manufacturer narrative:
The insulin pump passed the displacement test and self test. Pump error alarm confirmed in the pump history (variable info = 3) due to broken trace at pin6, keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose level was 9.2 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. It was reported that the fill cannula amount was not recorded in the history. The device was returned for analysis.